Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The device was reported to have been discarded by the facility. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Result of cultures taken/type of organism(s) identified were confirmed as curtibacterium acas. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported by the sales rep that the patient had to have three devices removed from shoulder due to infection. Original date of surgery was (B)(6) 2018; it was a rotator cuff repair with biceps tenodesis. The caller had no more information additional information obtained (B)(6) 2018: during the revision surgery all original implants were removed. No devices were implanted during the second surgery. Cultures were taken to confirm an infection. Culture results: curtibacterium acas. Patient was prescribed antibiotics for the infections. No additional hospital stay was required.